Event description:
New information received notes that the atrial lead also exhibited low pacing impedance. Programming changes were made to mitigate the low impedance alert issue. No intervention was performed to address the complaint of noise. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was exhibiting noise. Programming changes were made. The patient was stable.